Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Prostheses revised due to pain. Restricted range of motion and radiological signs of loosening. Metalosis observed in adjacent soft tissue and signs of third body wear on all components.